Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 76 mg/dl. It also reported that display is blank and display was not blank less than 30 seconds. The customer was advised to remove battery after insertion of battery display did not returned. It also reported that the display did not returned after insulin pump restart. The customer was advised to discontinue the use of pump and revert to back up plan. It was also reported that insulin pump received low battery alert and battery compartment was neither damaged nor corroded. The customer was advised that the pump will need to be replaced. The customer will not return insulin pump for analysis.